Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. Upon explanation, the physician found original cuff to have been placed from wrong side which put tension on tubing from button of cuff to the pump. The patient was sitting on the button which also kinked the tubing leading to fractured tubing. They were able to resize urethra from 5.5 to 5.0cm cuff. There were no patient complications.